Event description:
It was reported that at the implant surgery the impedance reading was >4000 ohms on all of the bipolar and unipolar pairs. Impedances were also tested at 2.0 volts, 300 pulse width and were still greater than 4000 ohms. The lead was removed and reinserted 5-6 times and impedances were always greater than 4000 ohms. The manufacturer representative was getting good motor response when testing the lead. A second device was implanted and all impedances came back in the normal range.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID 3889-28, lot# va00c20, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that there was a hybrid anomaly from an unknown cause. The high impedance that was reported from the field was confirmed during analysis. Impedance test identified all electrode pairs as being high (>4000). The ins output was as expected when the case electrode was not incorporated, but the output amplitude decreased when case was included. When programed in unipolar mode the output amplitude was less than programed and the pulse width was longer than programmed. The anomaly also verified during testing at (B)(4), but was cleared when the hybrid was removed from the case during analysis at (B)(4).